Event description:
Boston scientific crm received information that this transvenous left ventricular (lv) pace lead exhibited 2000 ohms pace impedance measurement. A chest x-ray had not yet been done to determine if this lead had moved. Thresholds were also noted to have gone up. Trend data for the lv pacing lead impedance was also noted as missing. The technical services consultant discussed with the health care provider that there are different lead configurations and impedances, and also that the lv pacing lead impedance may be turned off, which would explain why there was no trend data for lv pacing lead impedance. The caller planned to check the patient following the call. The local area sales representative was contacted for more information regarding the outcome of the chest x-ray, but no information has been provided to date. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively implanted and have not been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. As new information becomes available, this report will be further evaluated. Most recently, this lv lead and associated device were both removed from service. The associated device was removed as a result of normal battery depletion, but also out of concern for difficulty sensing very fine ventricular fibrilation. The technical services consultant indicated that the device had operated normally.